Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, inappropriate auto mode switch (ams) due to atrial lead noise was observed. The noise with ams appeared since the patient had MRI on (B)(6) 2020. Programming changes were suggested. The patient¿s condition was not known.